Manufacturer narrative:
The investigation determined that a (B)(6) was obtained from a patient sample during precision and accuracy testing, using vitros ahbs reagent with a vitros 3600 immunodiagnostic system. The most likely assignable cause is instrument related. An ortho clinical diagnostics field engineer performed service actions to return the vitros 3600 immunodiagnostic system to expected performance. Following these service actions, acceptable vitros ahbs performance was observed. There was no indication of a vitros ahbs lot 7490 malfunction.

Event description:
A customer obtained a (B)(6) (14.3 miu/ml vs. Expected result of 0.0 miu/ml) from a patient sample during precision and accuracy testing for menu expansion, using vitros ahbs reagent with a vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The (B)(6) was not reported from the laboratory. There was no allegation of patient harm as a result of the event. (B)(4).